Manufacturer narrative:
Thv tvt registry. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 2 years 10 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 2 years 10 months post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry department, approximately 2 years and 10 months post implantation of a 20mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted and replaced with a surgical valve. The cause of the explant is unknown.